Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, following different tests, the diode remains orange.

Manufacturer narrative:
Preliminary analysis revealed that the reported issue resulted from a short circuit between the pcb and the ground.

Event description:
Reportedly, following differents tests, the diode remains orange.

Manufacturer narrative:
Please refer to the analysis report.

Event description:
Reportedly, following differents tests, the diode remains orange.